Manufacturer narrative:
(B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed 2 controller power- up and associated motor start events indicating a loss of power to the controller. Both controllers met specification as they passed visual inspection and functional testing. The pump met specification as it passed visual inspection and functional/dimensional evaluation. Pathological examination of the pump found no gross evidence of thrombosis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported loss of power is a double disconnection of the batteries from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-00882 and 00883) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that this patient was found in bed with the driveline connected to controller, but both batteries disconnected. The patient had no family and was being cared for by a home health aide. The vad coordinator had spoken to the patient the day before and stated that he was alert. The site is suspecting an intentional disconnect. Additional information received on 11/30/2015 from the site indicates that no further information will be provided beyond what has already been reported. An autopsy was performed; but official results will not been released by the medical examiner until receipt of the manufacturer's investigation report. The site also indicated that audible alarms were heard when the patient was found.